Manufacturer narrative:
Multiple follow-up attempts were made to request the device for investigation, however, the customer did not respond. Since the device is not expected to be returned for evaluation, no investigation could be performed. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided. The lancing device is not 510(k) cleared, therefore, no information was captured in PMA/510k.

Event description:
The customer from (B)(6) called to report that while puncturing her finger to draw blood with the microlet next lancing device she felt discomfort in her finger after a few hours. The customer's finger started to swell. The customer works with the nurses, so she asked for their help. A nurse checked her finger and found that the lancet allegedly broke and a piece of lancet was left inside her finger. No further event details were provided. The device is not expected to be returned for evaluation. A replacement microlet next lancing device was sent to the customer.